Event description:
It was reported that patient with this implantable pacemaker was brought to hospital due to seizures. Health care professional (hcp) stated that the device was placed up so high on and or above the breast and hcp thought it was the reason why one of the wires had come out of placement. The device was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.